Manufacturer narrative:
Correction: disregard file (after further review, file is revised to not-reportable as there is no allegation of over/under or free flow events, as well as patient involvement.)

Event description:
It was reported that the lvp doors break off. The customer stated no further information is available regarding the events.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp doors break off. The customer stated no further information is available regarding the events.